Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was sent to the hospital after having fainted. Device interrogation revealed some episodes of noise on the ventricular channel and loss of capture. The patient was hospitalized. The source of the issue might be due to an excessive tightening on the suture sleeve. The lead was explanted and replaced. The patient condition after the procedure was stable.

Manufacturer narrative:
(B)(4). Insulation damage was noted at 34.5cm from the connector pin, consistent with clavicle crush damage. This is consistent with the observation from the field of noise and loss of capture.

Event description:
New information received states the patient was hospitalized for dizziness before the lead was replaced. The patient left the hospital in stable condition.